Event description:
The pt underwent an anterior resection for a large ca of the upper rectum. The surgery approach was converted from laparoscopic to open. The anastomosis was created with the colonring device. The anastomosis was created with the colonring device. It was reported that on pod 6, the pt experienced severe abdominal pain, and CT scan showed massive intra-abdominal air. The pt was re-operated on pod 7. The ring complex was found lying freely in the abdomen, the anastomosis was separated and there was a stool contaminant within the abdominal cavity. A diverting ileostomy was done.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions, ltd.; (B)(4)), and the importer (B)(4), as niti surgical solutions, ltd. Serves as the designated complaint handling unit for both facilities. The production history files were reviewed, indicating that the device was released according to its specs. The ring was returned and evaluated. No failure was detected and the ring was found to be within its spec. Anastomotic leakage is one of the most common complication of colorectal anastomotic procedures with no relation to the method used for the creation of the anastomosis. The current cumulative leak rate associated with the use of the colonring device is within the range reported in the literature for other methods.